Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient tried to sync with her implantable neurostimulator (ins) but was seeing a warning message to change the programmer batteries. The patient later called back noting the programmer batteries were dead and changing them resolved the issue. Furthermore, the patient feels a burning urge to go to the bathroom in the sacral area. The patient has a neurological condition there; one of her vertebrae slipped over a sacral one. According to the healthcare professional (hcp) direction, the patient caths in the morning and generally has a very wetpad because she doesn't get up in the middle of the night. When the patient caths in the morning, she had between 90 and 350 ccs. The patient voids during the day. The patient mentioned that the manufacturer representative (rep) set it on program 3 at 0.4volts. During troubleshooting, it showed it was on program 3 at 0.05volts and she didn't do anything. The patient caths once in the morning and caths once at night. The patient usually caths times a day and sometimes 6 but mostly 5 times. Also, the patient has pain from the thoracic spinal slippage in her spine and she takes a medication for it. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient felt a shock in the pelvic area rather than the usual flutter to ovoid for 2 days. It was noted that the programmer had not been reset and had been on the shelf. In order to resolve the issue the issue of the settings changing, the patient decided at that point, to check the settings. It was on program 3 at 0.05 still, so it was reset at 0.04 again. The week the patient reported the information, she went down to 0.03 due to too much leakage at night when asleep in the early morning. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.